Event description:
It was reported that the ventilator intermittently failed pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. It was reported that the ventilator intermittent failed pressure transducer test during pre-use check. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. No parts were replaced. The reported failure was confirmed in the received logs in 07/23/2021. The root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).